Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not alarming when the battery was low and it would shut off. The customer¿s blood glucose level was unknown. The customer reported that the battery was not lasting as it did. Customer stated that the insulin pump had cracks on front screen and also not getting any alarms when battery was low. Customer stated that the insulin pump had no delivery alarms. The insulin pump will not be returned for analysis.